Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel c/d infusion set after a shower, during which the infusion set connector was not fully attached, leading to interrupted insulin delivery; blood glucose reached 398 mg/dl and remained above 180 mg/dl for much of the day, then trended downward after corrective actions. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included customer interview, guided troubleshooting, and verification of insulin delivery following replacement of the infusion set and reconnection procedures. Investigation of this case revealed that the infusion set had not been connected fully and that insulin therapy resumed after the set was replaced and tubing primed to drops, followed by a cannula fill. It was concluded that user technique contributed to hyperglycemia and that device function was restored after proper setup.